Event description:
It was reported that four (4) large volume infusors underinfused during patient infusion. The infusors have not fully emptied during the 24 hour administration. The devices were filled with benzylpenicillin 10800mg in sodium chloride 0.9%. The devices were infusing concurrently with ceftriaxone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The events occurred on (B)(6) 2023. Initial reporter address: (B)(6). Postal code: (B)(6). Device manufactured between october 19, 2022 to october 21, 2022. Four (4) devices were received for evaluation containing approximately 15, 81, 83 and 85 ml of fluid in their bladders. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on each device and the flow rates were found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.